Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion even when tubing had been determined to be clear and unoccluded. The event happened during testing at the emergency room. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'every time we do a regular function check, after a certain amount of time it displays 'upstream occlusion,' even when the tubing has been determined to be clear and unconcluded' which were verified through a review of the event history and reproduced upon running an infusion test. The cause was determined to be an out of specification ultrasonic sensor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.